Event description:
Per physician's note: "the first icy catheter placed was defective with a blown balloon and had to be replaced over a wire. Unclear if fragments of the balloon were retained." Catheter was saved and reported to the MFR.